Event description:
It was reported that a patient will be revised to address one fractured es2 straight rod and two fractured xia titanium rods. The patient has reported numbness and weakness in their lower extremities. This report captures the es2 straight rod.

Manufacturer narrative:
H3 other text : no product returned.